Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for post lumbar laminectomy syndrome. Poor communication was reported on the patient programmer. The patient couldn¿t get the implant to charge since three weeks prior to (B)(6) 2016. It was noted that the patient did not have a healthcare professional for pain stimulation. The patient was in pain and needed his therapy working. The patient was unable to communicate with the recharger. The patient last felt stimulation a week prior to (B)(6) 2016. The patient reported having last recharged successfully two days before having last felt stimulation; however, this conflicts with the patient¿s report of being unable to recharge for three weeks. During the call with the manufacturer on (B)(4) 2016, the patient assisted patient with repositioning antenna/turning the dial, placing the recharging antenna half inch below incision, and putting pressure over antenna, but when he attempted to do telemetry with the recharger he got the reposition antenna screen. The patient was to follow-up with a healthcare professional. The patient¿s pain and inability to use therapy began in (B)(6) of 2016.

Event description:
Additional information received from the patient reported that the inability to recharge and the pain that they were experiencing hadn't been resolved yet. The patient stated that they had an appointment scheduled with their healthcare provider (hcp) on (B)(6) 2016 to see what the problem was and to fix it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the stimulator would not charge because the battery went dead, so they replaced it with a non-rechargeable one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and it was reported that the hcp had not heard anything regarding the cause of the ins not charging. No further complications were reported or anticipated.